Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for inform system 1. (B) (4) strips not available for return

Event description:
It was reported that revision surgery was performed due to severe osteolysis of pelvis and neck of femur. Device was originally implanted in 1999.

Event description:
Caller reported patient blood glucose results of 188 mg/dl and 101 mg/dl within 10 minutes on inform system 1. Reported a second, separate comparison of 194 mg/dl on inform system 1 and 82 mg/dl within 10 minutes on inform system 2. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.